Event description:
It was reported that the reservoir tip used to connect the reservoir to catheter was not connected on the reservoir. Four packages were opened and all were the same. The problem was discovered at the time of surgery for a ventriculo-peritoneal shunt on a (B)(6) female pt. All were defective and there were no replacements. It delayed the surgery for half an hour as they looked for other reservoirs. There was no contact with the pt but the surgeon needed to change to a different valve and discard the one that was in place.

Manufacturer narrative:
To date, the devices involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.